Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve and nitinol stent, model #pvf-xl, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #pvf-xl) perceval plus heart valve at the time of manufacture and release. Based on the available information, it is not possible to draw a definitive root cause on the reported event. However, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval plus IFU.

Event description:
The manufacturer was informed of the following event through mantra study. Based on the information received, perceval plus sutureless aortic heart valve size xl was implanted in the patient through median sternotomy on (B)(6) 2023. Concomitant procedure was CABG. Reportedly, av block iii started on (B)(6) 2023 after aortic valve implantation. At discharge on (B)(6) 2023, av block I and lsb was noted, and in the evening of same day, av-block iii was reported again. Thus, pacemaker was implanted in the patient on (B)(6) 2023. Based on the information available, patient had a history of coronary artery disease, myocardial infarction, dyslipidemia, previous tobacco history, obesity, and nyha class I.